Event description:
It was reported that the 9800 sys had bright, poor images during a spine case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The primary transformer was re-strapped and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.